Manufacturer narrative:
Analysis of the tined lead (B)(4) revealed outer insulation separated at the butt joint 1.6 cm from proximal end. (B)(4).

Event description:
It was later reported that when the lead was opened, it was evident that it was damaged. It was not used and no interrogation was done. It was never implanted.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the lead was placed and when testing it he looked ant it was damaged near electrode 0. No symptoms were reported. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine if the lead was replaced. If additional information is received, a follow-up report will be sent.

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the lead was placed and when testing it he looked ant it was damaged near electrode 0. It was noted there was a slight separation on insulation near contact 0 that was noticed during stage 2 implant. No symptoms were reported. Indication for use was reported as urinary dysfunction/sacralnerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine if the lead was replaced. If additional information is received, a follow-up report will be sent. Additional information received approximately a month later via the representative reported that when the lead was opened, it was evident that it was damaged. It was not used and no interrogation was done. It was never implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.